Event description:
A caller reported that the pump displayed a reset screen unexpectedly. Blood glucose levels did not exceed 500 mg/dl. Technical support informed the caller that the pump resetting is a built-in safety feature and educated them on necessary actions such as restarting cgm sessions and reloading the cartridge. The customer successfully resumed insulin therapy.